Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer's device displayed a reset alarm. Customer's blood glucose was 170 mg/dl. The customer will continue using the pump for insulin therapy until it is replaced.